Event description:
It was reported that an o-ring was on the pneumatic tap.. Customer's blood glucose level was displayed 'high" and was resolved with correction injection. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resolve cartridge change error.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.